Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply line of a homechoice automated pd set with cassette would not connect to an extraneal bag. It was further reported that, ¿the cassette did not thread with the extraneal bag, the connection at the ends of the line was bad¿. The connector of the supply line was damaged, and the bag would not screw onto the supply line connector. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.